Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebv0532 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that upon opening the package of statlock in the groshong catheter kit, the retainer disconnected from the pad. There was no reported patient involvement.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a detached retainer is confirmed and was determined to be manufacturing related. One PICC plus statlock device with a foam pad and fixed posts was returned for evaluation. An initial visual observation showed the plastic retainer was completely detached from the foam pad. Some damage was observed on the right side of the foam pad and an indentation was observed in the foam pad at the location the retainer should have been attached. A microscopic observation revealed a small amount of what appears to be adhesive at the corners of the underside of the retainer; particularly on the right side. No adhesive was observed at any other location on the retainer. Confirmed - manufacturing related a lot history review (lhr) of rebv0532 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that upon opening the package of statlock in the groshong catheter kit, the retainer disconnected from the pad. There was no reported patient involvement.